Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports against the manufacturing lots. The investigation could not verify or draw any conclusions about the root cause of the reported device loosening or polyethylene wear; however, the reported pt large physical stature in combination with the length of time implanted could be a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated.

Event description:
The pt was revised because of loosening, poly wear and osteolysis.